Event description:
A customer reported an event of a odor emitting from the sterrad® 100s sterilizer. One healthcare worker (hcw) experienced a reaction of headache. The hcw did not seek or receive any medical attention/treatment and is reported to be "good." An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. (B)(4). The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned for further evaluation. The assignable cause of the odor/smells issue is the catalytic converter and the valve. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the catalytic decomp filter and valve were replaced. Unit meets specifications and was returned to service on 04/23/2015.